Event description:
User stated that he had gotten out of car and started up driveway when he lost his balance (4 swivel wheels oh his walker), fell on his right side causing fracture to ribs and hitting his right temple breaking glasses. No product failure or malfunction was involved.